Manufacturer narrative:
(B)(4)

Event description:
It was reported "leaking air - introduction syringe (ars)". The customer subsequently changed to a new set. No patient harm or injury. No medical intervention required. The patients current condition reported as "fine".

Event description:
It was reported "leaking air - introduction syringe (ars)". The customer subsequently changed to a new set. No patient harm or injury. No medical intervention required. The patients current condition reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one arrow raulerson syringe (ars), one 18ga introducer needle, one catheter over needle, and one lidstock for analysis. Signs of use in the form of biological material were observed inside the ars. Visual inspection of the ars and introducer needle revealed no obvious defects or anomalies. The returned sample was functionally tested using the returned introducer needle in accordance with the instructions for use provided with this kit. The IFU states, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate." The ars was able to draw and aspirate water with and without the returned introducer needle, no leaks or excessive air buildup was observed. The module requirement document for raulerson syringes (amrq-000113 rev 3) was reviewed to determine requirements for air/water leakage. The document notes a deviation from iso 7886-1: "the freedom of air and liquid leakage past the piston requirement is design restrictive and is intended for an injection-intended syringe, not the ars. The opening in the center of the piston that allows passage of the inner cannula prohibits the ars from meeting the pressure and vacuum requirements as dictated by the standard. However, because the intended use of the ars is to allow aspiration of blood to ensure venous placement of the introducer needle and to aid in the insertion of the spring wire guide, the leakage requirements of a standard syringe are not applicable to the ars." A vacuum test was performed on the ars syringe in order to verify that the internal valves within the plunger body were intact. With the plunger body at the bottom of the syringe, the tip of the ars was occluded, and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released and did snap back into a position = 1cc from the starting position. Therefore, the internal valves of the ars were functioning as intended. A device history record review was performed with no relevant findings. The issue of ars leaking could not be confirmed during functional testing of the returned sample. The ars was able to draw and aspirate water with and without an introducer needle, and passed all relevant additional testing. A device history record review was performed with no relevant findings. No problem was found with the returned device. Teleflex will continue to monitor and trend for reports of this nature.